Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was advanced following transseptal puncture. After removal of the dilator, a small, mobile thrombus was seen on the tip of the was via transesophageal echocardiography (tee) while the was in the left atrium. Efforts to aspirate the thrombus were initially unsuccessful. The was then removed over the wire while aspirating the thrombus, which was successful in removing the thrombus. When the was removed from the patient, the thrombus could be visualized. A new was taken to complete the procedure, and a 27mm closure device was successfully implanted. No patient complications were reported, and the patient was discharged home the following day post procedure. It was further reported that the patient was in atrial fibrillation during the procedure. Notable smoke was seen in the left atrium prior to the identification of the thrombus.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. B7: other relevant history - updated with patient history details.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) advanced following transseptal puncture. After removal of the dilator, a small, mobile thrombus was seen on the tip of the was via transesophageal echocardiography (tee) while the was in the left atrium. Efforts to aspirate the thrombus were initially unsuccessful. The was then removed over the wire while aspirating the thrombus, which was successful in removing the thrombus. When the was removed from the patient, the thrombus could be visualized. A new was taken to complete the procedure, and a 27mm closure device was successfully implanted. No patient complications were reported, and the patient was discharged home the following day post procedure.